Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400 . Summary in h 10. Additional information was received that no patient was involved with event and date unknown.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400 alarm error code 1830 and 1830 was duplicated during functional testing and revealed in event log. This was isolated to motor needing replacement. Action was taken to replace motor and device passed all functional testing.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited lec 1830 error code. No reported adverse effects.